Manufacturer narrative:
During a dialysate treatment, insufficient weight removal was reported. There was no patient injury or medical intervention reported. The technician at the facility found the uf pump to be faulty. The uf pump was replaced. Co trace number of returned component/assembly (when applicable): 223017004 c 3-2-88 9225. A review of the dtf history does not apply. A review of the cpf history for the specific serial number machine in this complaint shows that a similar condition existed in nov., 1996. This condition was corrected by the replacement of the uf pump thermal fuse. This is not related to the failure in this complaint, since the thermal fuse in the uf pump was good. A secondary search of the dtf history for this product is not possible since the part was mfg before the database was formed. Serial number of test machine (na if not used): 3c29318, ID of production equipment (na if not used): dmm hj4399. Test procedure followed: qara-146 sect. 9.0, revision h. 341555002, revision b. Test results/analysis and any data recorded: the technician at the facility replaced the uf pump. The pump was received by the MFR for investigation on 5/12/97. The uf pump was visually examined. The inlet port was loose. This would cause an external leak. It has been shown previously that this will lead to an excess weight removal, which is the opposite of the reported condition. It is assumed that this occurred during the removal of the uf pump, since it would not have caused the reported failure. It was also noted that the lock nuts on the back of the pump were loose. These were tightened down, moving the calibration of the pump as little as possible. This was also most likely due to the uf pump being removed to be returned to the MFR. The thermal fuse was connected to an ohm meter. The meter read .2 ohms, indicating the thermal fuse was intact. The thermal fuse was disassembled and it was seen that the wax had not melted previously, indicating that the fuse had not failed. The uf pump was installed into a lab machine and tested per 341555002. The uf pump met the specifications. No significant calibration drift was noted. The complaint condition was not duplicated. The reported complaint condition was not duplicated. This report must remain inconclusive as to the cause of the incident in this report. This issue will continue to be trended as part of the co's corrective action system and the management review team. Any further investigations, analysis, and/or corrective actions taken on this complaint issue will be determined by and documented in this corrective action review process. Failure codes: f code ufpmp098 wr. Customer contacted: no. Sales/service contacted by investigator? No. Training required? No.

Event description:
Insufficient weight removal due to failure of uf pump thermal fuse.